Event description:
Boston scientific received information that after this left ventricular (lv) lead was implanted, an ECG showed that only the right ventricle was stimulated. As a result, a chest x-ray was done and it showed that this lead dislodged toward the main coronary vein. The ECG showed that the lv lead was sensing two types of pulses, and it was determined to be signals from both the left atrium (la) as well as the left ventricle. This oversensing led to inhibition of lv pacing therapy. To find a solution, the sensing polarity was changed and sensitivity was changed from 1.5mv to 1.0mv. However, the same oversensing of both la and lv signals occurred. When lv sensing was turned off, this was found to have resolved the issue and lv pacing was being delivered. This lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.